Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with proglide devices using the pre-close technique prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. When attempting to pre-place the second proglide suture, a cuff miss [suture retrieval issue] occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 24f sheath, and the taa procedure was completed. After tightening all pre-placed sutures, significant blood oozing was found despite the sutures working as intended. One additional proglide was used to fully achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.